Event description:
The plaintiff's attorney alleged the plaintiff experienced unspecified injuries on an unknown date after use of the product.

Manufacturer narrative:
This is one event (unspecified injury) for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced unspecified injures on an unknown date after use of the product.

Manufacturer narrative:
(B)(4). Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event, the associated MFR report numbers are 1225714-2014-14756 and 1225714-2014-14757.

Event description:
Additional information received noted that the patient experienced alkalosis, cardiac arrhythmias, and sudden cardiac arrest, which is alleged to have been caused by the product administered to the patient during dialysis treatment.